Manufacturer narrative:
(B)(4). D10: 42572606402 - femur cemented cruciate retaining (cr) standard nitrided right size 8 - 66808755. 42532006702 - tibia cemented 5 degree stemmed right size d - 66844647. Unknown - unknown simplex cement - unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty completed. Approximately 3 months post-op, the patient experienced stiffness and limited range of motion. Subsequently, the patient underwent a manipulation under anesthesia and the patient's symptoms have reportedly improved. Attempts have been made and all available information has been provided.